Event description:
The customer stated that, her meter was reading erratically. She tested her blood glucose and rec'd a reading of 315 mg/dl. She retested 5 mins later and rec'd a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer used up the test strips that gave the erratic readings, so no product will be returned.